Event description:
A customer reported to beckman coulter, inc. (Bec) that blood had been spitting onto stripper plate during coulter lh 750 hematology analyzer operation. The customer was wearing proper ppe including gloves, a lab coat, and goggles at the time of the event. There was no exposure to mucous membrane or open wounds. No one required medical attention. There was no death, injury or change to patient treatment as a result of this incident. Msds was not reviewed, but there is an exposure control or risk management plan in place at the facility.

Manufacturer narrative:
The customer stated that it had been ongoing issue for several months. Similar event on (B)(6) 2011, was reported in a separate report #1061932-2011-00913. Bec customer technical support (cts) advised the customer to make sure ppe is worn while working on the instrument. On (B)(4) 2011, bec field service engineer (fse) tested the instrument during his visit by running racks of bloods. However, there was no evidence of blood present on the stripper plate at this time while running the instrument. The customer stated that after the unit has been running for a period of 12 hours or more (late at night) small blood residue is seen on the stripper plate after the needle has pierced the tube(s). However, the issue could not be reproduced. This is an old unit and will be replaced within 30 days. The root cause could not be determined based on available information. (B)(4).